Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 17050794l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi product used: product name:carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: smart touch bidirectional: us catalog #: d132705, lot #: 17005150m. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter, and there was noise on all electrocardiogram signals as also no impedance was displaying; therefore, the procedure got cancelled. There was no patient consequence. Per 21 cfr, part 803, this complaint is reportable.